Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a resection procedure metal debris was produced while using the device. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-7300ds batch number 13948594 was received for investigation. Visual evaluation found heavy horizontal scratches marks inside the outer tube. After removing the outer tube, the same horizontal scratches marks were observed in the inner tube proximal to the dissector window. Based on the evidence observed, the event is consistent with prying/leveraging the device against bone and/or hard tissue.